Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product; however, the analysis has not been completed at this time. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported that a lap-band was explanted due to a "broken port." Health professional noted that it is not known how the port was broken and there was nothing documented if there was a leak or not. No diagnostic testing was conducted. The port was explanted and replaced.